Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging, improper bone preparation or impacting the eyelet against hard bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the anchor pulled out with the inserter. The metal eyelet remained in the patient and was not retrieved. Another anchor was inserted next to the eyelet. Rotator cuff repair. No patient info available.